Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports experiencing craze line on one of the front tooth and wanting to know if it's fine to wear retainers because the patient does not want a broken tooth. Subsequently to the initial inquiry, byte found that the patient is not feeling any discomfort or sensitivity and that the hot/cold sensitivity cannot be felt with the tongue, no swelling and declined to provide the requested photo stating it's the same color as the teeth and the photo won't be seen on camera. Educational tips into lines on teeth was provided which can happen after years of checking or clenching teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.